Event description:
It was reported that bd syringe 3ml ll euro 200 s/c contained foreign matter. It was reported that a clinical trial site has noted that there are black blemishes/spots visible on or in bd syringes. The quality team has completed a aql2, and we have found further lots with impact. Part number, lot no; 309628, 5066461; 309628, 4354445; 309628, 4354445; 309628, 5101152; 309658, 5281022; 309658, 5072741; 309658, 4354445; 309658 4352796; 309658, 4354445; 309658, 5072741.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.